Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ICD; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported by the patient that they were experiencing phrenic nerve stimulation related to their left ventricular (lv), right ventricular (rv), and right atrial (ra) leads. Follow-up was conducted to obtain information on the patient and whether the episode was related to the leads. It was determined that the patient had not been seen by a physician since the date of the event and additional follow-up attempts were unsuccessful. The patient reported the leads were reprogrammed and records indicate the leads remain in use. No further patient complications have been reported as a result of this event.